Manufacturer narrative:
Reported event: mps stated during impaction arm locked up and flagged with joint angle inconsistent error. Also concerned with visual, system showed cup was drastically off from where it was in patient. Angle discrepancy failed after case. Requested logs. Product inspection: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: successfully replaced joint 6. No other problems observed and no additional actions were warranted. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: cannot be conducted as this is a non- traceable device. Complaint history review: cannot be conducted as this is a non- traceable device. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Event description:
Mps stated during impaction arm locked up and flagged with joint angle inconsistent error. Also concerned with visual, system showed cup was drastically off from where it was in patient. Angle discrepancy failed after case. Requested logs.